Manufacturer narrative:
Manufacturing side: we received a complaint about an intra-operative incident with a broken off nose of the clip cartridge, which fell into patient. The cartridge is available for investigation. Before investigation the cartridge has been decontaminated according our standards. According to the available information, there were no negative consequences for the patient. Investigation: the investigation was performed with following analysis equipment: digital microscope "keyence vhx-5000" (eq.-nr.: (B)(4)), digital camera dmc-tz61, fixing compound, object holder, graph paper. The clip cartridge has a broken off nose. The broken off fragment is available. The fracture surface has no visible pores, holes. Batch history review: the device history file has been checked for the available lot number and find to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: the root cause is most likely usage related. Rationale: the fracture surface shows no signs of material fatigue, holes, pores, or any other abnormalities, therefore we can exclude production failures. The fracture was caused most likely from external forces that have overloaded the material. This could happen, when tissue is pressed with too high forces towards the jaw parts joint. The broken off fragment is heavily deformed and has imprints from the guiding-rail of the shaft jaw-parts. Corrective action: according to sop (B)(4) (corrective action & preventive action) a CAPA is not necessary.

Event description:
It was reported that there was an issue with ligating clips. It was reported that during the surgical procedure a material (plastic) broke off at the tip when the multiclip applicator pl569t was operated. The fragment was completely removed from the surgical field. It was noted that the applicator did not have a cartridge, but the part number was unavailable. There was no patient harm. An additional medical intervention was not necessary. The malfunction is filed under (B)(4).